Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin reaction caused by the lifevest. It was reported that the patient's skin broke out on her right side. The patient consulted her physician who advised to remove the lifevest until the irritation healed and prescribed a cream. The current medical state of the irritation is unknown.